Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0129 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rect0129) have been reported from the same facility in the (B)(4). Device not yet received.

Event description:
It was reported that during catheter flushing for maintenance, a nurse found that the connector on the catheter bulged.